Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of irnplant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, rash ("skin rash") and alopecia ("thinning hair"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rash and alopecia outcome was unknown. The reporter considered alopecia, device dislocation and rash to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and device expulsion ("migration of irnplant/ migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 872998(invalid),809006,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: nuva ring and depo provera. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, rash ("skin rash"), alopecia ("thinning hair"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), groin pain ("groin pain") and hypertonic bladder ("frequency urgency"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, rash, alopecia, urticaria, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased and dyspareunia outcome was unknown and the groin pain had resolved. The reporter considered alopecia, bladder disorder, device expulsion, dyspareunia, fallopian tube perforation, fatigue, groin pain, hypertonic bladder, nausea, rash, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: she need for additional surgery. The bilateral fundus cornu with extension into the isthmus portion of the fallopian tubes, each with similar placement; each essure coil is 3 cm in length, 0.1 cm in diameter and appears unremarkable. The essure coils are not visualized extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Lot number: 809006 manufacture date: 2010/12 expiration date: 2013/12 . Lot number 872998 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and device expulsion ("migration of irnplant/ migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 872998(invalid),809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Previously administered products included for an unreported indication: depo provera from april 2010 to 2010 and nuva ring from 2004 to 2008. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced nausea ("nausea"), hypertonic bladder ("frequency urgency"), dyspareunia ("dyspareunia") and dysuria ("pain"). In 2016, the patient experienced rash ("skin rash") and alopecia ("thinning hair/hair loss"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), fatigue ("fatigue") and groin pain ("groin pain"). The patient was treated with surgery (laproscopic procedure and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, rash, alopecia, urticaria, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, dyspareunia and dysuria outcome was unknown and the groin pain had resolved. The reporter considered alopecia, bladder disorder, device expulsion, dyspareunia, dysuria, fallopian tube perforation, fatigue, groin pain, hypertonic bladder, nausea, rash, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: she need for additional surgery. The bilateral fundus cornu with extension into the isthmus portion of the fallopian tubes, each with similar placement; each essure coil is 3 cm in length, 0.1 cm in diameter and appears unremarkable. The essure coils are not visualized extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on 25-oct-2011: results: total bilateral occlusion. Lot number: 809006 manufacture date: 2010/12 expiration date: 2013/12 lot number 872998 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received. Reporter information and patient relevant history updated. Event pain added incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation") and device expulsion ("migration of implant/ migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 809006, 872998) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: nuva ring and depo provera. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, rash ("skin rash"), alopecia ("thinning hair"), urticaria ("hives"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), groin pain ("groin pain") and hypertonic bladder ("frequency urgency"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, rash, alopecia, urticaria, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased and dyspareunia outcome was unknown and the groin pain had resolved. The reporter considered alopecia, bladder disorder, device expulsion, dyspareunia, fallopian tube perforation, fatigue, groin pain, hypertonic bladder, nausea, rash, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: she need for additional surgery. The bilateral fundus cornu with extension into the isthmus portion of the fallopian tubes, each with similar placement; each essure coil is 3 cm in length, 0.1 cm in diameter and appears unremarkable. The essure coils are not visualized extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: hives, bladder or urinary problems or changes, fallopian tube perforation, migration of essure device location of device: uterus, nausea, dyspareunia (painful sexual intercourse), pain, fatigue,weight gain, hair loss and lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.